Event description:
The patient reported having a reading of "hi" on her blood glucose monitor. She stated that her blood glucose readings are all over the place and she doesn't have a normal range. She stated she had been experiencing many occlusion errors (e4) and she has noticed the cannula of her infusion sets have been kinking. She then stated she did not wish to provide any more information on the incident. The patient refused a follow up call. The patient did not require assistance from a healthcare professional or second parity address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation